Event description:
Pt's family member reported customer being hospitalized due to high bg/dka. Significant events leading to hospitalization was fever and high bg's. The cause of hospitalization (as per md) was pump issue.